Event description:
The facility reported a fail code 533. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.